Event description:
It was reported that the patient underwent an inflatable penile prosthesis (iprp) replacement surgery due to the device not inflating. A new ipp system was implanted. No further information has been reported.